Event description:
Information was received indicating that a smiths medical adapter was put in and the doctor found a leak during the procedure. The tubing was not able to seal properly. There were no adverse events reported.